Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the service code was related to battery depletion caused by excessive self-testing. Analysis of the AED's log files further identified that the customer did not promptly address red asi warnings, which ultimately resulted in full battery depletion. This MDR is being submitted due to the AED becoming non-operational as a result of the battery reaching complete depletion without evidence of user intervention or maintenance following the aeds red asi indicating the unit needs attention or servicing.

Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. The customer did not report this occurring during patient use.